Manufacturer narrative:
The device was returned to olympus for inspection based on the findings of the completed investigation, the most probable cause of the reported complaint was traced to component failure, consistent with expected or random component failure. No design deficiency or manufacturing non-conformance was identified as a contributing factor to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the insertion part a-rubber on the returned videoscope exhibited visible threads. No patients were involved in association with this event.